Event description:
It was reported to philips that the device failed functional testing. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. One therapy pca was returned for failure analysis. The reported allegation, "failed functional test", was not verified or duplicated during lab tests. The therapy pca passed all tests during operational check and performed as expected. Therefore, there is no fault found with this therapy board. Upon conclusion of the evaluation, it was determined that the therapy pca, multifunction cable, and therapy port required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Report originally submitted with cfn #1218950; the correct cfn# is 3030677

Event description:
It was reported to philips that the device failed functional testing. There was no patient involvement.